Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against composix e/x. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2012. As reported, the plaintiff is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device and wrongful death of the patient. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to report patient death based on the received legal claim. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including subsequent surgical intervention and death. No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Corrected fields: h1 (type of reportable event) should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against composix e/x. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.